Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the actual device was returned for evaluation. The following defects were identified: damages caused by customer - outer tube damaged, needle outer tube dent(s) outer tube bent - outer tube damaged, distal tip distal tip damaged deep scratches/knicks - illumination distal tip fiber damaged - particulate, optics particulate in system - optical system, optical components broken lenses in optical system distal cover glass/negative damaged cracked visual : scratched/nicked, broken (2+ pieces) : chipped/shaved/delaminated and visual : deformed/bent per service report, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to user error. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Investigation summary (local language) comments the investigation found the reported event was caused by use error (reasonably foreseeable misuse). Foreseeable misuse is considered in the company¿s risk management documentation. The post-market surveillance (pms) system periodically trends complaint data to detect signals related to product quality, patient safety, and use error. Quality issues that could affect safety are escalated through the quality system and may trigger a trend report when appropriate. Pms reviews and complaints feed into the risk management process; based on current review, no device design, usability, or instructions/training changes are needed.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the 4k c-mnt scp,4.0,30,167,mitek mitek device was broken (2+ pieces): chipped/shaved/delaminated. It was initially reported that during an unspecified surgical procedure, it was discovered that device lens cracked. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.